Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg failed to communicate with external devices following an rfa procedure. Troubleshooting was performed restoring communication. Therapy was resumed.